Event description:
Orthodontist reported that pt's dermatologist had determined that pt is allergic to dimethylacrylates. Orthodontist stated that pt did not include in her medical history that she is allergic to acrylics. Pt reported to the MFR that she had a severe systemic allergic reaction to the orthodontic adhesive after the rebonding of some orthodontic brackets that had detached. Pt said that she has recovered from the reaction. Orthodontist stated that pt is continuing her orthodontic treatment.

Manufacturer narrative:
The instructions-for-use for transbond plus color change adhesive contains the following warning: transbond plus color change adhesive contains acrylate monomers. Acrylate monomers are known to produce allergic skin reactions in certain sensitive individuals. May cause eye and skin irritation. Precautions: avoid eye and skin contact. Wear gloves when handling the material. First aid: eye contact: immediately flush with plenty of water. See a physician if irritation persists. Skin contact: wash affected area with soap and water. See a physician if irritation persists. The instructions-for-use for transbond plus self etching primer contains the following warning: possible acrylic sensitivity - this product contains acrylates which cause allergic reaction in some individuals.